Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded seven consecutive quality check codes 44, 46 and 31 on a patient in the cath lab having a procedure. The customer states that the patient had the catheterization done successfully and the procedure was completed without act results. There is no patient information provided. Based on the information at this time there were no injuries reported. Although there were no injuries reported, abbott point of care has determined that the seven consecutive quality check codes produced at the customer site on a patient presents a potential delay. With I-stat actc a delay of such and greater than ten minutes is potentially likely to cause death or serious injury as a result. At this time and based on the information available there is no reason to believe that a malfunction exists. An investigation has been initiated.

Manufacturer narrative:
(B)(4).